Manufacturer narrative:
The product has been returned and is undergoing investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer experienced unspecified hypoglycemia symptoms. The customer was unable to self-treat, requiring of glucagon injection by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer experienced unspecified hypoglycemia symptoms. The customer was unable to self-treat, requiring of glucagon injection by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll . No issues were identified with librelink application. Sensor 3mh061lkcdd has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both low and high glucose alarm did not go off.. A visual inspection was performed on the returned sensor, no observations made. Low glucose test was performed using a known good libre 2 reader paired with returned sensor and placed sensor in simvivo test fixture and low glucose alarm was observed. Repeated the test for high glucose test and high glucose alarm was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.